Manufacturer narrative:
Product investigation summary: one (1) 1.0mm drill bit, mini quick coupling, 50mm (part 316.396 / lot u114855) was returned for evaluation. Upon inspection of the returned instrument, it was noted that 6.8mm was missing from distal portion of the drill bit. As stated in the complaint, the distal portion was left in the patient. Although the definitive root cause could not be determined with the given details alone, it is likely that the device broke as a result of excessive pressure and material fatigue. Hard bone may also be a contributing factor to the complaint. The complaint is confirmed. The 1.0mm drill bit is an instrument used in the modular hand system and is used to drill for screws in the distal and middle phalanges. The relevant product drawing was reviewed during the investigation and was found suitable to determine the intended device design, application, and dimensional conformity. Changes to subsequent revisions were not relevant to the complaint condition. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. It is unknown if the subject device will be returned to the manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a 1 mm drill bit from the modular hand set broke off in the bone during surgery. The surgeon decide to leave the drill bit fragment in the patient. There was no reported delay in surgery. This report is 1 of 1 for com-(B)(4).